Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; tight distal aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; tight distal aorta).

Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm morphology from the time implant was not reported and the patient had a tight aortic bifurcation. It was reported that the patient presented with pain in the right leg. This was caused by an occlusion of the right limb (contralateral side). The occlusion was attributed to the tight aortic bifurcation which compressed the stent graft at 45 mm from distal to proximal. The occlusion was successfully resolved by performing urokinase (pasmonojin activator which injected with a catheter over time and left to break down the clot), and a kissing balloon technique was performed followed by relining the area with a stent graft. No clinical sequelae were reported and the patient is fine.

Event description:
Films were received and reviewed: the distal aortic diameter measured 15mm. Films also showed some calcification in the distal aorta which may have also contributed to the occlusion. The right common iliac appears very straight. Post-stent graft implant films of the occlusion event were not available for review.